Event description:
On 5/27/2007, foreign affiliate received information from an optometrist. Optometrist reported that a patient was admitted to a hospital for 7 days after being diagnosed with corneal ulcer. Optometrist reported that the patient was referred to the hospital by a medical practitioner after 48 hour delay from the patient's initial examination. Optometrist reported that the patient had been "working in the garage prior to event and may have got dust under the lens." The patient had recently been discharged and is now undergoing follow up care. Additional information was requested from the optometrist. Due to privacy issues, the optometrist refused to provide any further information. No additional information is expected to be received from the optometrist. A product lot history review indicated no abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.

Manufacturer narrative:
Affiliate requested the return of the product in question for evaluation. The product in question was not available for return. Device labeling single use or reuse. No conclusion can be drawn.